Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the alarm occurred because the pump was exposed to moisture. Customer stated that the doctor took the customer off the pump. Customer also stated that he is using a pen until the issue gets resolved. Customer was trying to enter the carbs and the numbers kept going. The pump kept saying weak battery, but it had a full battery. Customer tried to dry the pump in the bathroom. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm, no ramping of numbers or scroll bar malfunction noted during testing. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked battery tube threads. No moisture damage was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)